Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a pocket hematoma the day of implant. The pocket was evacuated with active diffuse bleeding cauterized. The device was repositioned and remains in use. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No further patient complications have been reported as a result of this event.